Manufacturer narrative:
Evaluation summary: the device was returned with blood and contrast present inside the balloon. The device was placed in a water bath to disperse the residue. Following removal of the balloon from the water bath the balloon failed negative prep. There was damage noted to the distal tip. On attempted inflation two short radial tears were noted on the balloon working length, immediately proximal and distal to the balloon marker band. The balloon material at the leak site was jagged and uneven. There was bunching evident to the distal side of each tear. The balloon failed to maintain pressure. (B)(4).

Event description:
The target lesion in the mid lad was severely calcified with moderate tortuosity. Target lesion was treated using a sprinter otw balloon (2.5 x 12) and a resolute integrity otw stent was successfully deployed in the plad. A non-medtronic balloon was introduced for post-dilation but was removed as it did not inflate. A sprinter otw (1.5 x 6mm) balloon was then introduced for post-dilation. The device had been removed from the packaging per IFU and inspected with no issues noted. Negative prep was performed with no issues identified. The device crossed and was positioned however it was reported that the balloon also failed to inflate. Device was removed. The physician then introduced a sprinter otw (1.5 x 15mm) to the lesion. The device had been removed from the packaging per IFU and inspected with no issues noted. Negative prep was performed with no issues identified. The device crossed and was positioned. The balloon was inflated however the pressure would not hold. The device was removed from the patient. The device was returned to the manufacturing facility and, through analysis of the returned device, a balloon leak was observed. Two non medtronic otw balloons were then used to complete the procedure. No patient injury was reported.